Manufacturer narrative:
The device was checked by a dräger service engineer on-site. It could not be turned on, which is an indicator for a malfunction of the power supply. The hospital did not accept the dräger repair quote, and will use a third-party service provider to get the device back working. Thus, a deeper evaluation was not conducted and the exact circumstances and conditions that led to the shut-down could not be determined. Since the device is equipped with an internal battery to buffer mains power outages, or to ensure patient transport, several different scenarios would be imaginable. If the device was put into operation with a depleted, or deep-discharged battery, a malfunction of the power supply leads to shut-down. The battery status is being displayed continuously so that use error could be considered a certain factor in this scenario. It can, however, not be fully excluded that a specific kind of error condition in the power supply is present where battery operation is not available upon occurrence. Due to lack of information, a differentiation is not possible.

Event description:
It was reported that the device suddenly alarmed for power failure during use, and shut-down completely. The users have replaced the device immediately, no patient consequences have reportedly occurred.